Event description:
International affiliate reports the cage fractured during insertion. The smaller broken portion was removed from the pt, leaving the major portion of the device in situ. The surgeon then implanted a concorde bullet cage posterior to the damaged cage at that level without incident. The difficulty resulted in a 10 minute delay to the procedure. The facility is unwilling to provide any pt info. As a compromised device remains in the pt, a medwatch report is being submitted to document this event.

Manufacturer narrative:
No definitive conclusions can be made as the device is not available for eval. However, cage breakage is likely due to the application of atypical force upon the device during impaction. At this time, the complaint is considered to be closed.